Event description:
It was reported by repair work order that the load wheel housing is cracked which can affect loading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.